Event description:
It was reported following the rupture of another balloon, this balloon ruptured at 10 atmospheres, after the first inflation, during an iliac angioplasty procedure of a stenotic and brittle artery. The physician determined adequate dilatation was achieved and a third balloon was not used. A completion angiogram was done and slight extravasation out of the artery was noted, however, no treatment was administered. A scheduled femoral-popliteal by-pass procedure was then successfully performed. Three to four hours post by-pass procedure it was noticed the patient'd blood pressure was dropping. Four units of blood and 2 units of plasma were administered. Later that evening, a patch angioplasty procedure was performed to successfully repair the artery. The patient's condition is good. This device was destoyed by the user facility. Therefore, no failure analysis will be available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Co's follow up revealed the artery was stenotic and brittle which co feels may have contributed to this event. However, co is unable to determine the exact cause of this event. Co's directions of use state: "the minimal dilating force required to dilate should be applied, minimizing the risks of balloon over-inflation or rupture... If loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully". Same case as MFR. Report# 6000036-1999-00105.